Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one of the drawers would not open, and the customer stated that the drawer did not make any noise when attempting to open it. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. A field service engineer worked with customer remotely to recover the drawer to resolve the issue. The system functioned as intended after the field service engineer assessed the device.